Manufacturer narrative:
The manufacturer previously reported information received that a trilogy evo "device failed. Unknown fault. Red display". There was no harm or injury reported. The device was not in patient use. The trilogy evo, eastern europe device was evaluated by a third-party service center. During the evaluation of the device the technician documented that the "red display" appeared due to system board failure and needs to be replaced. Additionally, the replacement of the device's system board was necessary due to a debug error indicating the sensor offset during drift calculation is too high, and pneumatic test group was performed and failed the test. The device's vanity cover need to be replaced due to mismatched information. The muffler, particulate filter and air foam filter need to be replaced, due to 4 years preventive maintenance. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information a trilogy evo "device failed. Unknown fault. Red display". There was no harm or injury reported. The device was not in patient use. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.